Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this implantable defibrillation lead exhibited high, out-of-range (oor) impedance measurements. Technical services (ts) noted that it appeared to be due to device-lead contact. Ts suggested troubleshooting options including a vector breakdown and seeing whether shock noise could be reproduced. Additional information received indicated that the patient was seen in clinic. The clinic performed pocket manipulations while running shock impedance testing; no oor measurements were seen at that time. The health care professional (hcp) elected to continue routine remote monitoring and in-office checks. The ICD and lead remain in service at this time. No adverse patient effects were reported.